Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed sys error 322 and shut down, during blood transfusion therapy in the (B)(6) nursing unit (programmed amount and delivery rate unk). It was also reported that the pump was removed and labeled. Any pt injury or medical intervention is unk.